Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the near anastomotic, severely tortuous and moderately calcified cephalic vein. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.0-40 coyote es balloon catheter. No patient complications were reported and the patient's status was good.